Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor was fractured. The analyst noted that the distal conductor is fractured at 27 cm from the distal end of the lead. : d314drg crtd implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high/undefined impedance and oversensing were noted on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.